Event description:
It was reported to philips healthcare that the headstart mrx failed opcheck testing with a bp channel 2 failure.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submtted upon completion of the investigation.